Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer had failed and did not close. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-dec-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed and was not closed. A field service engineer observed that drawer 2.1 was not registered as closed and then opened the back of the main unit and removed drawer 2 for inspection. Upon further examination, the spring attached to the plunger was broken and replaced the spring and noticed the retractor band for 2.1 was significantly worn and replaced that as well. After reassembling and reinserting the drawer into the main unit, powered on the station. The customer was logged in, successfully recovered the failure, and inventoried the medication in drawer 2.1. The system functioned as intended after the field service engineer repaired the device.